Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was tested on an in-house system. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The instrument passed an electrical continuity test in both grips. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. An investigation into this event in ongoing. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the force bipolar instrument failed to release tissue. The surgeon had to amputate the tissue in order to retrieve the instrument. No repair was needed and no bleeding was reported. No errors were generated by the system. No collisions occurred with other instruments. No abnormalities were noted with the instrument. No photos or videos are available for review. The procedure was completed robotically.